Manufacturer narrative:
(B)(4). Patient codes: (B)(4) additional medical intervention. Device code: (B)(4) reaction occurred. Maude report #: mw5065252. Additional information was requested and the following was obtained: please provide the surgery date: september 26, 2016. Can you identify the product code and lot number of the product that was used: unknown. How large of an area does the reaction cover: entire abdomen, flanks, and part of rib cage. Do you have any pictures of the reaction: yes, can provide on request. What was the dosage of any medication that was prescribed to treat the reaction: methylprednisolone dose pack, triamcinolone cream, steroid injection. When (date) was the medication administered: october 3-11, 2016. Was the product removed, was another method used to close the incision: removed on october 6, 2016, no other method used to close incisions. Were any patch or sensitivity tests performed before the procedure: no, but I had used dermabond once before with no problem. Have you seen a physician or surgeon about this issue, if yes, what did they say about your condition: yes, the issue was likely a severe allergic reaction to the chloraprep (chlorhexidine pre-surgery scrub); the worst part of the rash (the blistering) was located around the incisions, probably because there was chlorhexidine trapped under the dermabond (thus it wasn't able to be washed away). How are you feeling today: lingering itching/peeling remains. Please provide any pre-existing medical conditions (ie. Allergies, history of reactions) allergy (hives) to azithromycin: no other history of reactions. Can you provide us with a brief medical/surgical history: appendectomy, december 2015; exploratory laparoscopy, august 2016; robotic lysis of abdominal adhesions, september 26, 2016. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation: yes.

Event description:
It was reported via maude report that the patient underwent abdominal surgery on (B)(6) 2016 and topical skin adhesive was used. The patient was scrubbed prior to surgery with chlorhexidine wipe and the incisions were closed with topical skin adhesive. Approximately 4 days after surgery, a severe rash started to appear in the entire area where the patient was scrubbed on the entire abdomen, flanks and part of the rib cage. The rash progressively worsened around the 4 incisions sites, extensive blistering occurred. The patient saw a physician and reported that the issue was likely a severe allergic reaction to the chloraprep. The patient reported that the worst part of the rash, the blistering, was located around the incisions. The patient reported this was probably because there was chlorhexidine trapped under the topical skin adhesive, thus it wasn't able to be washed away. The patient was prescribed methylprednisolone dose pack, triamcinolone cream, steroid injection from (B)(6) 2016 to (B)(6) 2016. Blistering and rash have continued without improvement as of day 10 post-surgery. The topical skin adhesive was removed on (B)(6) 2016 and no other method was used to close incisions. The patient currently reports lingering itching and peeling remains. Additional information requested.